Event description:
Reportable based on device analysis completed on 03may2024. The returned device evaluation revealed that the device had a separated ultrasonic core, and the drug and coolant luers were cracked and leaking. This ekosonic endovascular device, 106x40cm was selected for use in a unilateral deep vein thrombosis procedure. Alarms e006, e302, and e311 were observed during treatment which were unable to be resolved despite troubleshooting attempts. Therefore, the catheter was used as a standard infusion catheter to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ekos device was visually inspected for abnormalities, and it was found that the ultrasonic core (usc) was separated at approximately 73.5 cm from the luer barb. Additionally, the drug and coolant luers were cracked. Functional testing of the complaint device was not possible because the usc was broken and would not function. The coolant and drug ports leaked liquid from where the cracking was present. The reported event of multiple error messages was not confirmed.